Event description:
Tap. It was reported that 317 days after implantation of a 3.5x24mm taxus drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the saphenous vein graft (svg) to the lateral wall. Angiography revealed "small amounts of calcium in the major epicardial arteries." A pre-intervention stenosis of 100% with timi grade 0 flow was reported. It was not reported that the vessel was pre-dilated. A 3.5x24mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. Complications were reported as "none." The pt presented 317 days after the initial procedure with unstable angina and an 80% in-stent restenosis with timi grade iii flow in the svg. It was not reported that the lesion was pre-dilated. A 3.0x28mm cypher stent was deployed in the region of the lesion. It was not reported that the lesion was post-dilated. A post-intervention residual stenosis of 0% with timi grade iii flow was reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.